Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient underwent tka due to oa. Left knee was (B)(6) 2014. Implant alignment and rom were good condition after these surgeries. Since (B)(6) 2014, both knees started to swelling. Color of joint fluid was green (yellow). There was no adverse consequence for her skin. Specific cause was not found through a pathological examination. She has no plan to revision surgery at this time. Arthroscopic surgery is planned. The surgeon says there is possibility that the patient has metallic allergy. Also, he requests us that same event information and literatures.

Event description:
The patient underwent tka due to oa. Left knee was (B)(6), 2014. Implant alignment and rom were good condition after these surgeries. Since (B)(6), 2014, both knees started to swelling. Color of joint fluid was green (yellow). There was no adverse consequence for her skin. Specific cause was not found through a pathological examination. She has no plan to revision surgery at this time. Arthroscopic surgery is planned. The surgeon says there is possibility that the patient has metallic allergy. Also, he requests us that same event information and literatures.